Event description:
It was reported that "patient was having an ICD lead changed in the cardiac cath lab. Introducer used and at one point, the tip of the introducer shear off as it was being removed. CT confirmed the presence of a 7mm radiopaque foreign body in the right hepatic vein. Foreign body not removed. Patient asymptomatic."

Manufacturer narrative:
The actual device was not available for evaluation at the time of this report. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.